Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. A revision procedure is anticipated but not yet scheduled. No intervention has been performed at this time and the patient was stable.